Event description:
It was reported that a potential malfunction involving a blinatumomab pump used for patient, who presented to the clinic for a routine bag change. Upon arrival, they noted that the infusion bag appeared completely full, despite the pump having been restarted on friday, (B)(6). The pump was stopped at 10:22 am, at which point it indicated a total volume infused of 168.75 ml, with 31.3 ml remaining. The programmed rate was 1.8 ml per hr. However, when the pharmacy assessed the bag, they found approximately 183 ml of volume remaining. Due to the patient being off infusion for more than four hours, she was being readmitted. No patient harm or no patient injury occurred. The event occurred while in use with patient at patient's home.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.